Event description:
It was determined through investigation that this case was initiated for a non-reportable issue. See investigation summary following. It was originally reported to philips that the device is unable to record. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty recorder. The 50mm recorder kit was replaced and the device passed all testing. Since the device experienced issues with the recorder, and the observed event/issue would not impact therapy if it were to recur, this issue is not reportable. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is unable to record. There was no patient involvement.